Event description:
It was reported that a balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at rated burst pressure, the balloon ruptured. The device could be normally removed, and the procedure was not completed due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. E1: initial reporter facility name: (B)(6). G4: premarket / 510(k): k141521, k141597. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon material rupture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: this investigation is assigned a conclusion code of unable to exclude device problem because of the severely limited detail of the reported information, the absence of any clarifying details from follow-up communications, and the inability to examine the alleged device. In this case, significantly more information and/or an analysis of the returned device would most likely be required to clarify the cause of the event.

Event description:
It was reported that a balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at rated burst pressure, the balloon ruptured. The device could be normally removed, and the procedure was not completed due to this event. There were no patient complications as a result of this event.